Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz electrical venous occluder (evo). The incident occurred in (B)(6). From follow-up communication, the following findings have been highlighted: a residual flow had been observed following the automatic clamp closure and opening, during the on-site visit, the clamp was checked by livanova field service technician and the issue was not reproduced. The clamp was found to work correctly without any hardware failure. Indeed, the issue was most likely due to a missing calibration of the clamp at the startup phase, and as a result the automatic clamp opening and closing would have led to the reduction of flow, observed by the customer. Consequently, the event can be evaluated as not reportable. Cf, 15 jul 2024: based on the information received, ra changes from reportable to not reportable. Indeed, the issue was most likely due to a calibration failure, only a residual flow was noted at low flow, and the issue occurred in demo conditions, which could be particular and different from those set during a real case on a patient.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an esssenz electrical venous occluder (evo) behaves erratically: it does not provide consistent clamping and occasionally opens or closes on it's own. The unit is in use at a perfusion school laboratory and not in a clinical setting. There was no patient involvement.